Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on the rv lead. An x-ray showed the conductor cables were outside of the lead body. The lead was explanted and discarded.